Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is unresponsive and has vertical lines across it. Contact reported that customer dropped the pump on the bathroom floor. There was no impact to customer's blood glucose level. The customer would use a back-up pump to continue insulin therapy.